Event description:
It was reported the pump was refilled two hours prior and a five percent dose increase was programmed. The patient's wife called the clinic following the refill and reported the patient was "super sleepy" and "kind of passed out" or over sedated. The patient returned to the clinic and was monitored all day. Narcan was not given. Vital signs were normal. The reporter did not believe a pocket fill was a possibility as the pump was easy to access (superficial), the needle entered at a 90 degree angle and a template was used. The expected volume was 11.8 ml; the actual volume was 11.5 ml at the initial refill. The pump was programmed to minimum rate. The physician was unsure what caused the overdose symptoms and questioned if the patient was sensitive to increases in dosing. The clinic noted the patient had low blood sugar thus there might be other factors causing the symptoms. The patient was sent home with a low basal rate and the ability to give boluses. The patient was doing well as far as pain control but could not sleep and was having night terrors. On (B)(6) 2014, it was decided to change out the drug in reservoir. The pump reservoir was rinsed and filled with morphine 6 mg/ml and bupivacaine 3 mg/ml. The patient will have patient activated (pa) dosing with new drug and will follow up with the physician¿s office in the near future at an unknown date. The pump was hydromorphone and bupivacaine.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).